Manufacturer narrative:
The reported loose component was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) log files revealed a controller power-up event on (B)(6) 2016 at 04:18:01. Prior to this event, the controller was connected to (B)(4) with 32% and 96% remaining charge respectively. Following the event, the controller was connected to (B)(4) with 97% and 95% remaining charge respectively. This event is indicative that both power sources were disconnected from controller. Analysis revealed that the device passed functional testing but failed visual inspection due to a loose connector on power port 1 of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The loose connector did not impact the electrical connection between the controller and batteries. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the no power alarm can be attributed to a double disconnect of external power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic and reported that while changing a battery with less than 25% charge and a battery with full charge attached to the other controller power source, he witnessed the controller screen go blank and heard a continuous alarm. He immediately checked the connection on the fully charged battery and added a second battery and the alarm resolved. Upon clinic visit the power port connection on power port 1 was determined to be loose. Log files sent and analysis showed a controller power up and motor start on (B)(6) 2016. A controller exchange was performed. Patient tolerated the exchange well.